Manufacturer narrative:
H6, medical device problem code, has been updated.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, dissection of subclavian/axillary artery occurred with insertion of impella 5.5 through very tortuous axillary artery. Surgeon used buddy wire 0.035 alongside abiomed 0.018 wire. Patient is stable and 5.5 was aborted for impella cp insertion.

Manufacturer narrative:
Investigation summary: the cause of the peripheral artery dissection was not determined due to no product return and insufficient clinical details. The cause of the patient/device interaction problem was not determined due to no product return and insufficient clinical details.